Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter remained inside the delivery sheath. Add'l manipulation was used to deploy the filter; however, the filter became tilted. No attempt was made to retrieve the filter and it remains implanted. There was no reported pt injury.

Manufacturer narrative:
The user facility and company representative were able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is confirmed for filter tilt, however, the reported deployment issues could not be confirmed.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility and company representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility and company representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.